Event description:
It was reported that an asymptomatic patient presented in-clinic for a device check. Upon interrogation, it was noted that the right ventricular lead exhibited high impedance and high threshold. The lead impedance had been increasing since (B)(6) 2017. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.